Event description:
The central station did not alarm or record when an event occurred. Examination of waveform review data indicated approx. 2 hours of ECG inop where no signal was available for system analysis.